Manufacturer narrative:
The downloaded data did not show any signs of struggle or pulse width increase during operation. Corrosion was found on a small portion of the pcb. Corrosion was also observed on the bottom battery and all three batteries were found to have insufficient charge. The energizer battery seal was broken on the bottom battery as well. It cannot be conclusively determined when this corrosion damage occurred or if it affected the device's ability to deliver insulin during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Treatment included applying another pod.